Event description:
It was reported that patient high blood glucose levels and was treated with Insulin pump on (b)(6)2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545